Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that the device has not been working. The caller stated that the device was implanted in nov 2019 and it worked for about 4 months. The patient went to the healthcare provider (hcp)  and he did something to jump start the device and it didn't work much after that. No further complications were reported.